Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found in specification in relation to the customer reported 'upstream occlusion alarm' which was unable to be recreated during evaluation. A review of the event history log identified multiple 'upstream occlusion!' Messages. The reported condition was not verified. Evaluation of the device found it to be within specification. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had false upstream occlusions intermittently. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.